Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software product ID hh9020tdd lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump for spinal pain indications. The patient reported that 'since the very beginning of having the pump, it takes so long before it finishes connecting to the pump. When it goes around towards the very end, it stays there for I don't know, maybe 10 minutes or longer before it ends.' When agent attempted to clarify further, patient stated 'before it's 100% it doesn't get there, it stays where it is,' and later clarified 'it just says connecting,' and appears to not progress from that screen. Patient stated they asked their pain management if that was normal, and they said 'they don't think it is,' later stated they were told 'no, that is not normal.' When agent attempted to inquire event date, patient stated 'from the very beginning, I just thought maybe it works that way', and did not provide further information. Patient stated their daughter normally helps them with their equipment/boluses but they were not here currently. While on the call, agent assisted the patient in clearing data. Prior to clearing data, patient's data was 2.63 mb. Patient then able to connect to the pump well without issue. Agent assisted patient in disabling tutorials. Patient had a bolus available and mentioned seeing 2 boluses left today but did not need to bolus. Patient would call back for assistance as needed.